Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial # : (B)(4), catalog # : 1650de, exp. Date: 04/30/2017, mfg. Date: 04/30/2016, (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2016, mfg. Date: 09/30/2015, (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2016, mfg. Date: 09/30/2015, (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2016, mfg. Date: 09/30/2015, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient has noticed power supply problems when connecting power sources to power port 2 on the controller. The power supply was not stable on power port 2 and battery switches over to power port 1 and going back after a short time. Logfiles were sent and field service engineer recommended exchange of affected equipment after analysis. There was consequence to the patient.

Manufacturer narrative:
The reported event of power switching was confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of controller (con190870) manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of controller (con190870) log files revealed multiple premature switching events involving batteries (bat208099, bat208116, bat208117, bat208130 and bat217124). These premature switching events are most likely due to momentary disconnections between battery and controller. Controller (con190870) had received the smr upgrade prior to these events. The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis revealed that batteries (bat208116, bat208117, bat208130, and bat217124) passed visual examination and functional testing. Analysis revealed that controller (con190870) failed visual inspection due to a loose connector on power port one. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer and supplier have opened an internal investigation for controllers lose power connectors. The loose connector is not related to the reported event. Battery (bat208099) was evaluated under different complaint (MFR# 3007042319-2016-03644). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery - bat217124 unique identifier (UDI) number: (B)(4), battery - bat208130 unique identifier (UDI) number: (B)(4), battery - bat208116 unique identifier (UDI) number: (B)(4), battery - bat208117 unique identifier (UDI) number: (B)(4). (B)(4).